Event description:
Boston scientific received information that this product was part of a system revision due to pocket infection. The patient is known to be pacer dependent, thus, this device was used for pacing and was explanted a week later. A new system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.